Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On august 17th, 2023, a clindex notification was received indicating that a severe complication occurred, resulting in revision surgery to a patient listed on the shoulder arthroplasty registry. On (B)(6) 2020, the patient underwent surgery and had the univers revers apex system implanted. Two years later, on (B)(6) 2023, the patient underwent revision surgery and had the baseplate, glenosphere, and screws removed due to pain and limited motion. After the patient experienced pain, follow-up x-ray's indicated baseplate failure with broken screws, loss of bone, and posterior angulation. The case was completed as a hemiarthroplasty with a cta head, utilizing a stable humeral component from the index procedure. Cultures were taken, which came back with negative results. Additional information requested.